Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis (fa) evaluation. During inspection, fa found the carriage to be loose with resistance along the insertion axis due to nonconforming usm insertion linear rails. The usm went through testing on a testing platform and passed all tests performed. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
The customer called in to report that after a da vinci-assisted partial nephrectomy surgical procedure, the carriage on universal surgical manipulator (usm) 2 was loose. System functionality was reportedly checked prior to use, and no issues/errors were noted. There was no error/issue during the procedure. The procedure was completed with no reported injury.